Event description:
Per customer: had a clamp optical sensor error (error 22). Took apart and installed left flange kit. Parts supplied by fresenius. Reassembled and ran the maintenance program. Tested okay. Reporting due to error 22. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log was not provided, therefore no review could be performed. The reported device was not returned to france for investigation as repairs were performed locally by nova scotia canada. It was reported in this complaint that the pump was displaying error 22-0002 and had a clamp optical sensor error. During servicing, the technical team took the pump apart and installed left flange kit. The parts were supplied by fresenius. Then they reassembled the pump and ran the maintenance program. The device was tested successfully. After several attempts, the replaced spare part was not returned to france for investigation and it was confirmed that the customer will not be able to provide more information regarding this repair or the device for investigation or service report as it has already been returned to service at the customer's facility. Therefore, the root cause of the reported issue could not be identified. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.